Manufacturer narrative:
The lot number is unknown; therefore the device history records are unable to be reviewed. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported three rapidflap clamps were used in the procedure, however the post broke on one of the clamps at the outer plate. The surgery was completed leaving the broken clamp in the patient. As this is a resorbable product no permanent damage is anticipated.